Manufacturer narrative:
Additional information: (concomitant medical products: arrow introducer wire, introducer sheath, 5fr dilator, needle, mandril, trapease sheath, trapease wire). Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, perforation into an organ, tilt and perforation abutting an organ. The patient reported becoming aware of fracture, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, filter tilt and perforation abutting an organ approximately fourteen years and four months post implant. The patient also reports anxiety related to the filter. According to the implant record the indication for the filter placement was a positive ventilation perfusion scan post rectocele and cystocele repair, the patient also experienced congestive heart failure (chf) post operatively. The technologist notes from the procedure listed deep vein thrombosis as a diagnosis. The patient¿s history was significant for chf and mitral regurgitation. After multiple attempts to gain femoral access, bilaterally, wee unsuccessful the filter was placed via the right internal jugular vein and deployed without complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Clinical factors that may have influenced the event include patient and/or vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: fracture, perforation into an organ, tilt and perforation abutting an organ. The following additional information was received per medical records: the patient has a history of chf and mitral regurge, presenting with dvt post-op rectocele and cystocele repair. The right and left groin were prepped and access was unsuccessful on both. The right jugular vein was prepped and percutaneous access was obtained successfully. An ivc venogram performed in multiple views and the trapease ivc filter was deployed successfully and without complication. The patient was transferred to nursing unit/floor without cause to monitor. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 14 years and 4 months post implantation. The patient reports fracture, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, filter tilt and perforation abutting an organ. The fractured strut(s) are said to be retained within the ivc. The patient also reports suffering from anxiety.